Event description:
Procedure type: cholecystectomy. According to the reporter: when the surgeon was using the endocatch to remove the specimen he pulled the gold ring to close down on the specimen and a piece to the device broke off and fell into the abdominal cavity. They had no issues with the closing the bag but there was a piece left behind that they had trouble finding in the abdominal cavity. The piece was retrieved. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).